Event description:
One of the pens is not working as the needle is exposed, and the pen cannot be closed in its case [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events needle issue and no adverse event in a 78-years-old female (race were not reported) from the united states. On (B)(6) 2026, amneal pharmaceuticals received information from the patient family member via an email concerning above mentioned adverse events experienced by the patient while epinephrine injection (auto-injector). Additional significant information (#1) was received on (B)(6) 2026 from the patient family member via an email. New information included onset date and patient information were added and narrative updated. The patient was being treated with epinephrine injection (auto-injector) 0.3 mg (ndc: 0115-1694-30, lot g251004x, exp: 30-jun-2027) (frequency and therapy dates not reported) for anaphylactic reaction. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. On (B)(6) 2026, the patient received the sealed medication box from his pharmacy and on (B)(6) 2026 when the patient was about to use one of the pens it was not working as the needle was exposed, and the pen could not be closed in its case. Further they reported that, they followed all the steps properly and placed autoinjector on outer thigh of the patient and hold it for 10 counts, but they did not hear click sound. The needle was visible, but it did not puncture in the skin. The reporter further stated that on same day they used second epipen which was working and the reporter confirmed that the patient received the dose and not experienced adverse events and requested for the replacement. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
One of the pens is not working as the needle is exposed, and the pen cannot be closed in its case [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events needle issue and no adverse event in a 78-years-old female (race were not reported) from the united states. On 02-mar-2026, amneal pharmaceuticals received information from the patient family member via an email concerning above mentioned adverse events experienced by the patient while epinephrine injection (auto-injector). Additional significant information (#1) was received on 03-mar-2026 from the patient family member via an email. New information included onset date and patient information were added and narrative updated. The patient was being treated with epinephrine injection (auto-injector) 0.3 mg (ndc: 0115-1694-30, lot g251004x, exp: 30-jun-2027) (frequency and therapy dates not reported) for anaphylactic reaction. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. On (B)(6) 2026, the patient received the sealed medication box from his pharmacy and on (B)(6) 2026 when the patient was about to use one of the pens it was not working as the needle was exposed, and the pen could not be closed in its case. Further they reported that, they followed all the steps properly and placed autoinjector on outer thigh of the patient and hold it for 10 counts, but they did not hear click sound. The needle was visible, but it did not puncture in the skin. The reporter further stated that on same day they used second epipen which was working and the reporter confirmed that the patient received the dose and not experienced adverse events and requested for the replacement. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 27-mar-2026. New information received includes qa investigation report, attached with this case. On 26-mar-2026, amneal product complaints received a complaint for epinephrine auto-injector 0.3 mg (lot g251004x, exp jun-2027) reporting that one pen was ¿not working¿ due to an exposed needle and inability to close the device in its carrying case. The complaint was classified as ¿defective injector.¿ a cmo pfizer investigation was not required, as the scope was limited to assembly and packaging performed by phillips medisize (pmm). Pmm conducted a manufacturing investigation and found no correlation between the complaint and the manufacturing process. All in-process and final release testing for the lot met established acceptance criteria, with no deviations or discrepancies identified. Retain sample evaluation confirmed acceptable visual attributes and functional performance within specifications. Amneal¿s evaluation of the returned sample determined the device was in a previously activated (fired) state. Internal and external assessments confirmed normal device performance, including proper firing mechanism function, needle deployment within specification, and intact components with no evidence of defects or assembly errors. Observations such as an extended needle, residual solution in the sheath, and inability to fully close the carrying case were consistent with a device that had already completed its intended use. Complaint trending showed no additional complaints for the subject lot and a very low overall complaint rate for ¿defective injector¿ (B)(4) across distributed units, indicating no systemic issue. Review of the pfmea and labeling confirmed that existing process controls and instructions for use are adequate and effective. Based on the intake information, photo evaluation, and returned sample analysis, the reported condition is attributed to the device being previously activated prior to the attempted use. The most probable root cause is user handling and post-use storage, including reattachment of components after activation, leading to misinterpretation of the device as non-functional. The complaint was not confirmed as a product defect. No manufacturing, design, or labeling deficiencies were identified. Residual risk remains acceptable, and no CAPA or additional corrective actions are required. The lot remains suitable for distribution, with routine monitoring to continue. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
This is default text configured for block h10.